Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a week post implant, the patient experienced syncope. A remote transmission indicated that the right ventricular (rv) lead was not capturing every beat. In addition, the rv lead had high thresholds and low impedance. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.